Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample confirm the reported allegation. The distal tip of the drill bit ø2 qc l140 calibration 60 was found broken, fragment was not returned for evaluation. No other defects were observed. A dimensional inspection for the drill bit ø2 qc l140 calibration 60 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø2 qc l140 calibration 60 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: dw rev. D current / manufactured. Dimensional inspection: n/a location: supplier- orchid unique release to warehouse date: 12-sept-2022 part number: 03.133m101, 2.0mm drill bit qc 140mm lot number: u387658 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns072629 rev c met all inspection acceptance criteria. Certificate of conformance received from orchid unique dated 08-oct-2021 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 50.1 hrc. Note: the lot number provided is for the supplier lot. Please provide the sterile lot number and resubmit for DHR review of the finished (sterile) lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2023 the patient underwent the orif surgery using va-dhp for distal humerus fracture. In the surgery, the drill bit in question broke at the point around 1 cm from the tip. It was not clear whether it broke during drilling or during manipulation outside the body. A careful search was made to see if any broken pieces were left inside his body, but they were never found. This suggests that the fragments are outside the body. Procedure was completed successfully without any surgical delay. No further information is available. This report is for one (1) 2.0mm drill bit qc 140mm 60mm calibration. This is report 1 of 1 for complaint(B)(4).